Event description:
On or about (B)(6) 2002, the pt was implanted with an ams sparc "with the intention of treating" the pt for "stress urinary incontinence." It was reported that "after, and as a result of the implantation," the pt "suffered serious bodily injuries, including, but not limited to, extreme pain, incontinence, bleeding, continual bladder and urethra infections, dyspareunia, and other injuries." It was also reported that the pt "has experienced significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated ad a follow-up report will be sent.